Event description:
Allegedly product revised due to pain.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. There was no complaint stated against this device. Product was not returned for eval. The user facility advises they did not file a medwatch 3500a. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00404, 00406.